Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. The shaft on the hub of the delivery catheter was spiral slit. The hub of the catheter was damaged. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The slitter was not returned. Slitting did not start on the centerline on the hub of the delivery catheter. Slitting was terminated and restarted at 2.8 cm and 5.4 cm on the hub of the delivery catheter. The shaft of the delivery catheter was spiral slit along the entire shaft of the delivery catheter. The septum was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after the pacing lead was placed, the slitter was unable to cut the sheath of the delivery catheter.  The pacing lead dislodged, was fracted and exhibited insulation damaged as the catheter pulled while attempting to cut with the slitter. The delivery catheter and pacing lead were attempted , not used and replaced. No patient complications have been reported as a result of this event.